Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for ventilator inoperative alarm conditions. There was no harm or injury alleged. During the evaluation of the device at a third-party service center the customer's complaint was confirmed. The device's main pca board needs to be replaced.